Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the squirt out insulin from the infusion set rather than a slow drip. Customer's blood glucose was unknown. Customer reported that insulin pump had during the prime or rewind process and grinding noises that sound different than before louder. Customer also reported that they received no delivery alarm and a low battery or low reservoir and the insulin pump did not give an alert. Customer troubleshoot was not performed. Insulin pump will not be returned for analysis.